Event description:
To whom it may concern: in 2008, I was placed in the hospital for a emergency bowel obstruction. I was told I would need another hernia/mesh repair. My diagnoses at the time was "recurrent incisional ventral hernia and intestinal adhesions. Two days after, a new mesh was placed in and old one removed, I complained to my surgeon I didn't feel well. I couldn't explain it; I just had such a hard time moving, coughing, sneezing, and just walking. He assured me that I would need lots of months to recover. Upon my release, my husband even demanded to the head nurse that I needed to stay longer, but she said my time was up and nothing showed necessary for me to stay on longer. If I had any more problems to call my surgeon. We did that very night. I ended up back in the ER whereas they wanted me to stay overnight for observations. I declined this for I had three small children at home waiting for my husband and I to return. They instructed me to follow up with the surgeon. I followed up within four weeks to my surgeon complaining of constant diarrhea, rock hard bowels, and sharp abdominal pains. I even noted that there are small lumps that you can feel through the skin around the umbilical area. He instructs me that I need more time to heal, and that he was not reopening me back up. The next thing I knew, I was sent on a wild goose chase of doctors after doctors, tests after tests for 11 months now! I have seen 8 doctors, all saying they cannot help me, it's someone else's problem. The problem is this: I have had a mesh repair before, and I've bounced back. This time I am not. I am suffering since that surgery date: severe abdominal pains, I cannot walk longer than 20 mins without shooting pains, so sharp it's like razors ripping through my stomach to my toes. My legs are now throbbing with knife like pains to the toes. Severe heartburn daily. Doesn't matter what I eat or what heartburn meds I take, nothing helps. I have a daily low grade fever since feb, with extreme low blood pressure. My white blood count and ana levels are elevated and no one can explain why. Countless CT scans and MRI and pet scans and xrays all say nothing is wrong with me. Yet I have lost my job due to the constant pains I feel daily. My abdomen is soft to the touch, and I have lumps all around where the mesh is in place. I cannot tolerate sex no more with my husband, nor anyone touching me on my abdomen. I scream when they do. The abdomen is not warm to the touch, however pains shoot from the umbilical area to my toes daily. My newest symptom is kidney pains daily. My left side more than my right side. Every doctor I have seen suspect it is the mesh. The mesh that was implanted is: proceed 8x12; lot no: zgg379; use by 2008. Again I have had a mesh repair before, and never ever had these problems until this recent bowel surgery. I have reported this to that surgeon, and 8 other doctors; all refusing to remove it or do a scope and check into it further. I cannot live this way. I suffer also insomnia and am becoming depressed because I cannot sleep, eat any foods because they kill me, and I cannot function for my kids and husband. Dates of use: expires 5, 2008 ,2008. Diagnosis or reason for use: recurrent ventral incisional hernia with mesh.